Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed that the buffer syringe had lost its seal and the peri-pump tubing was loose. The fse replaced the buffer syringe and tightened the peri-pump tubing of the waste drain to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of low or negative anion gaps on patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.